Event description:
It was reported that the patient¿s pump was being removed because it ¿never really worked¿. It was also stated that the problem was not the pump. A catheter kink was identified. In (B)(6) 2013, the patient experienced morphine withdrawal. The pump was to be removed on (B)(6) 2014 during a neck fusion. It was noted that the pump was ¿just hanging there¿ and ¿gets caught on stuff¿. The catheter was not going to be removed. It was initially reported that the device system was used to deliver saline since (B)(6) 2013 and was previously used to deliver morphine. However, follow-up information indicated that the device system was currently used to deliver morphine and bupivacaine. The cause of the event, troubleshooting/diagnostics, treatment/interventions, and final patient outcome were not reported. Further follow-up was conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter; product ID 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. (B)(4).